Event description:
Dentist reports that wound was closed with sutures. The pt returned complaining of discomfort; visual examination of the surgical site found all sutures had been lost and bone graft was exposed. Pt was given local anesthetic, curvetted the bone graft and debrided the area, placed new bone graft of grafton bone putty and a biomed barrier 15 x 20mm. Pt was again closed with horizontal mattress sutures. Pt was instructed to place gauze over surgical site when using nebulizer.